Manufacturer narrative:
The subject device was returned to olympus (B)(4) but has not been returned to omsc. Olympus (B)(4) checked the subject device for evaluation. It was confirmed that the suction cylinder was blocked with the foreign object. Even after brush cleaning 5 times, there was still left the foreign object. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at olympus (B)(4), it was found the foreign object was clogged in the suction cylinder of the subject device. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It is difficult to specify the cause of the reported phenomenon. However based on the report of olympus korea and the instructions for safe use (IFU), omsc surmised there was the possibility this phenomenon was attributed to the following causes; -the user did not adequately brush or feed proper water flow during pre-cleaning and/or manual cleaning for the subject device. -pre-cleaning to be taken immediately after procedure was delayed, which caused foreign object to adhere and remain within the suction channel of the subject device. [Notes from the instructions for safe use (IFU)] -IFU says to perform pre-cleaning immediately after each procedure in ¿reprocessing manual:precleaning the endoscope and accessories¿ as below: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. -IFU says about brushing and reprocessing methods for each channel in ¿manually cleaning the endoscope and accessories¿. If additional information becomes available, this report will be supplemented.